Event description:
Lumenis received an adverse event report on patients who sustained injury following treatment by lightsheer quattro device.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. No incident form or photos have been sent to lumenis. As per customer request to check the hs handpiece, the hp was sent to the lab in rome and was checked, but no malfunction was found on a hp. Accordingly the lumenis service team has asked to send also the system to the lab in rome for examination that still in process. The device ga-1140000:lsq00176 was installed in the facility on 9/25/2020 and most recently pm was done on 8/24/2022. Clinical evaluation was not performed since lumenis didn't receive incident form or patient injury photos after multiple attempts that were done in order to achieve this information. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.